Event description:
It was reported that the insulin pump alarmed no delivery 15 times during the manual prime process. The blood glucose reading was 458 mg/dl, which the customer treated with an insulin pen. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer did not know how to prime the reservoir properly. The manual prime and fixed prime processes ran correctly. Advised return of the reservoir for analysis due to possible occlusion. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-27126.